Event description:
Patient complained of their voice being hoarse all of the time so their settings were lowered but the hoarseness didn't resolve. The patient was later diagnosed through a fiberoptic exam with vocal cord paralysis. No other relevant information has been received to date.